Event description:
The customer reported that when using the system in a procedure, the fluoro got stuck in boost mode and would not stop beeping. They had to turn the power off to stop it. The customer re-booted the system and the image was all black. Also the system is shutting down.

Manufacturer narrative:
The ge service rep could not duplicate the problem. He tightened all the nuts on w/s transformer, adjusted w/s ps1 from 5.03 to 5.20 volts. He adjusted m/f ps1 from 5.05 to 5.20 volts, seated micro processor chip on ffb, cleaned and re-seated m/f pcbs. The system is functioning as intended.